Event description:
Unomedical reference number (B)(4). Event occurred in australia. On (B)(6) 2024, it was reported that patient faced 3 events of infusion set fell off during use. The events occurred within 1 to 12 hours of insertion. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR 1902285 - MDR 3003442380-2024-11641 - device 1 of 3.